Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had powered off by itself when it was used on a patient. Information on the patient details and the patient outcome was not provided.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Manufacturer narrative:
The device was eventually returned to physio-control. Physio evaluated the device and observed that battery 1 had a cross threaded kep nut. From the downloaded key log file it was observed that the device had powered off while operating on battery 1 at t the time of the reported event. Physio replaced the device's rear case (including battery wells and kep nuts). Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer. The likely cause of the reported issue was due to a cross threaded kep nut for battery 1.